Event description:
It was reported that while placing a bravo ph monitor the capsule attached to the patient's esophagus, but would not deploy from the delivery system. The clinician received assistance over the phone on how to detach the capsule from the delivery system and the capsule remained attached to the patient. A successful study was completed, and no patient complications were reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack). Field action - failure to detach, physician communication.